Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced due to a bd (battery depletion) error, indicative of possible premature battery depletion. No additional adverse patient effects were reported. Product return was requested. Product return was anticipated.